Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the home patient disconnected from the setup incorrectly and then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 1 on the homechoice (hc). During troubleshooting, the home patient (hp) stated that they had disconnected and put the line in the holder. The hp did not cap the line, and the clamp was left opened. The hp reconnected to the setup after the alarm occurred. The technical service representative (tsr) assisted the hp in ending therapy. The tsr reviewed proper procedure with the hp. The hp planned to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.